Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated the device was returned for evaluation and the clinical observation could not be confirmed. As received, the implant coil was returned and found to be broken with the detach element intact. The implant coil was found to be stretched and damaged. There were no bends or kinks found with the axium coil pushwire. The coin was found to be located against the lumen stop, and the shield coil was found to be present. It is likely that the coil was damaged during the attempt to pull the coil back through the micro catheter against the reported resistance. Based on the device analysis and reported information, the implant coil was found to be broken and not detached. It is likely that the coil broke during the attempt to push/pull the coil through the micro catheter against the reported resistance. Per the axium prime detachable coil instructions for use (IFU): note: "the axium coil instructions for use (IFU) issues the following warning: "if the coil does not move with a one-to-one motion, or repositioning is difficult, the coil has been stretched and could possibly break. Gently remove and discard both the catheter and coil." Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was resistance in the catheter lumen with the coil unable to be pushed/pulled, resulting in the coil being stretched and detached. As a result the coil and catheter were removed together and the procedure stopped. However, no re-operation was required. Two competitor products were used prior to the issue. The device was used per the IFU. It was noted that the patient had a minimal vessel tortuosity and a medium vessel diameter. The patient was undergoing surgery for treatment of a 5mm aneurysm. Ancillary devices include an sl10 stryker catheter and a terumo lvis stent.